Manufacturer narrative:
(B)(4). Correction: remove previously reported device code (B)(4) as the cause of the loose connection could not be determined. As the cassette was not returned, a device analysis could not be completed. However, a loose connection was reported which is a known cause of the reported alarm. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. The home patient was connected at the time of the alarm. Loose connections allowing air in is reported to be the cause of se 2240. Therapy was completed with a manual drain. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.